Manufacturer narrative:
(B)(4). Additional information requested. No additional information received at the time of this report.

Event description:
The customer reports: when attempting to remove guide-wire resistance felt, upon removal of sheath, needle and guidewire came out of patient with portion of sheath missing.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: when attempting to remove guide-wire resistance felt, upon removal of sheath, needle and guidewire came out of patient with portion of sheath missing.